Event description:
Allegedly the patient was revised due to aseptic loosening; malalignment stem; other indication for revision. Revision njr number: (B)(4). Bmi: 24. Primary asa: p2-mild disease not incapacitating.